Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's continuous glucose meter showed blood glucose (bg) level as "high"; cause was not known. A correction bolus was delivered to address bg. Contact changed the cartridge and infusion set. Insulin was observed to exit from the end of the tubing during the loading sequence. After changing the infusion set site and delivering an insulin injection, bg lowered. Contact declined tandem technical support's offer to troubleshoot at time of report. Upon follow up, contact again declined to troubleshoot and reportedly, discussed the event with their healthcare provider.